Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. A 3.50 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during introduction, resistance was felt and the stent strut got lifted. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.